Event description:
It reported that this patient received a shock while at home. The patient was admitted to the emergency room and was hospitalized. During the device check it was noted that the device delivered an inappropriate shock due to noise, likely due to myopotentials. The physician decided to automatically acquire the sensing vector and changed the device programming to the secondary vector. The patient was discharged. No adverse patient effects were reported.